Event description:
End user is stating that the paint on the side rails attached to a bar600ivc bariatric bed is peeling off. Event has caused his wife to prick her fingers, drew blood but no ER visits or dr office visit needed. Little slivers of paint are on the floor by the bed, end user's wife is afraid of it getting in his food, etc.